Event description:
The catheter was inserted on (B)(6), when doing maintenance on the (B)(6) the nurse found that leakage over the disc.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received. Add'l info requested necessary in determining reportability. Requested: 01/03/2012. Received: 01/17/2012.